Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net transmission and atrial lead noise was observed. Isometric lead testing performed also showed lead noise. Oversensing lead noise caused false mode switches and inhibition of atrial pacing. The lead was capped on (B)(6) 2018 and replaced. Patient was stable before and after the procedure.